Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative (rep). The rep was notified of the event on (B)(6) 2018. The patient experienced a disruption in therapy with an increase in spasticity over the past 6-8 months prior to the replacement. The patient did not experience withdrawal. The catheter was replaced due to the symptoms. There was no issue found with the catheter. The issue was resolved. It was unknown if the catheter will be returned for analysis. The hospital had possession of the catheter and had sent it to pathology. The patient¿s weight at the time of the event was unknown.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), (B)(6), (B)(4). Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a device manufacturer representative regarding a patient receiving unknown medication at unknown concentration and dosage via an implantable infusion pump for the treatment of intractable spasticity. It was reported that the patient's catheter was replaced on (B)(6) 2018. No further complication was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.